Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had trouble charging the implantable neurostimulator. The charger was noted to be warm while charging, and a different device message was displayed, indicating a software problem intellis 3.6 58 qf_new with the device. The caller, who was meeting with the patient, noted that the patient had two sets of external equipment and believed they had the affected set. The other side was functioning properly. Troubleshooting steps included reviewing messages, resetting the controller, attempting to charge again, and trying a different recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# unknown: product type recharger product ID 97745. Serial# unknown: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that technical services were called on november 12, 2024 to determine if the patient needed the device to be replaced to help with heating issue. Technical services suggested to try charging through thick fabric or cloth. It was confirmed the patient was able to charge and the issue was resolved.